Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a transforaminal lumbar interbody fusion level l5 - s1 procedure, as the surgeon was performing the spondy reduction at l5, the screw head came off the screw. Surgeon removed the screw and the adjacent screw, selected another two screws with a lager diameter, and completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(4) 2012. Placeholder.